Manufacturer narrative:
G4:08feb2021 b4:(B)(6) 2021 the service engineer (se) inspected the device. The se could not duplicate the reported issue. The se found the measured oxygen concentration was 94.0% when the setting was 100% at oxygen concentration accuracy test, flow sensor assembly was replaced then the issue was resolved. In addition the se found the power cord had been replaced with a product made from another company so it was replaced. The unit was checked overall, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/04/2021.

Event description:
It was reported that the ventilator had not been used since the beginning of this year and it was run for use, then "low o2 supply pressure" alarm sounded. There was no patient involvement.